Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: sedr01 implantable pulse generator (B)(6) 2009; 5076 implantable pacing lead (B)(6) 2009. (B)(4).

Event description:
It was reported that the impedance on the atrial lead had been steadily increasing over time and the threshold was rising which triggered an atrial capture management warning. The lead remains in use. No patient complications have been reported as a result of this event.